Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked insulin. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue. In addition, it was reported that the pump battery depletes faster than expected. Customer declined to troubleshoot with tandem technical support.